Event description:
Customer's parent called to report that the customer was in a car accident and admitted to the hospital with low bgs and multiple injuries from the car accident. It was stated that the customer was in a lot of pain and was not able to discuss furthermore. Also their parent stated that the pump alarmed no delivery every time it tried to deliver the insulin after the accident. The batteries were pulled for more than two hours. Additionally it was stated that the low bgs could be due to the long hours and not eating enough, but they were not positive. Device was not damaged. Customer was on IV drip for insulin at the time of the call.